Event description:
Weight gain for a few months and then thought I had the flu. Got tested and negative. Went to primary care physician and was tested for lyme and thyroid issues. Also a cbc. Was diagnosed with hashimotos, and hypothyroidism. Started medication and still am symptomatic. Endocrinologist says labs are all in range and no one knows why I feel like this. Weight gain, fatigue, inflammation, muscle pain, muscle spasms, brain fog, memory loss, dry eyes, hair loss, irregular periods.